Event description:
This senior medical surveillance specialist spoke with the pt/layperson in 2009 regarding her concerns, and reviewed information she had given to a customer care advocate, cca, four days prior. The cca replaced the pt's meter. The pt alleged the following: a week prior to original date at 7 p.m., the pt's onetouch enhanced basic powered off during testing around 7 pm. The pt had replaced the batteries eight months earlier and tests three times a day. Before automatically powering off, the pt noted that segments were missing from the display so that she could not read the result. The pt discontinued testing. At 5 or 6pm five days prior to original date, the pt felt unwell but did not self-treat. On the next day, feeling "sick, dizzy, lightheaded and then nauseated", the pt went home from work and later called customer service. Still unsure what was wrong, the pt took one of her oral diabetes medications (she could not recall its name) and a glass of orange juice. The pt felt better after drinking the orange juice. The pt implied she had not taken her oral medication over the weekend (for two days) due to being unable to test. The complaint is reported because the pt alleged that due to the missing segments, she could not read the result that reportedly appeared before immediately powering off. Unable to read the result, the pt alleged that she stopped testing, did not know how to self treat, did not take her oral diabetes tablet, and became dizzy, sick and nauseated.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.